Manufacturer narrative:
Correction: this report was filed in error. The device is question was manufactured by another manufacturer. This report is filed january 10, 2016. Device remains unavailable.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient sustained a head trauma resulting is loss of osseointegration (date not reported). The device has not been made available for analysis as of the date of this report, december 22, 2015.